Event description:
A malfunction was reported involving a malfunction code displayed on a pump, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump, but the malfunction recurred. Consequently, the pump will be replaced, and the customer was instructed on storage and return procedures. The customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted.